Event description:
It was reported to philips that the input assembly when connected was not recognized by the monitor and no co2 wave or numbers came up. There was no reported patient involvement/adverse patient impact.